Manufacturer narrative:
Adverse event problem: (B)(4).

Event description:
It was reported that the device's peep is loose. Event occurred during pre-use set-up. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Device was received in with a loose peep control knob. Complaint was confirmed. Root cause was attributed to the peep control knob. It is unknown what exactly caused the damage. It was thought that the user caused the issue. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced MRI battery, sintered filter, and orings for the preventative maintenance (pm). Refitted and adjusted peep control to tolerance using torque specifications. Performed pm, recalibrated unit, cleaned and affixed service label. Device passed all functional testing after the completed repairs.